Event description:
An intravascular imaging catheter was used for pre-evaluation of a lesion during which the catheter allegedly has exhibited a non-reportable malfunction. The manufacturer received a complaint catheter with a different batch number than was reported. The lot number of the returned device revealed an expiration date of april 2008, meaning the catheter was expired 2 ½ years prior to the event date. The tip of the returned catheter was broken off and was not received with the device. As a break was not mentioned by the user in the report and an expired catheter with a different lot number was returned, multiple follow up attempts were made to determine the circumstances regarding the tip break and use of the expired catheter. The follow-ups have been unsuccessful in obtaining any additional information. Visual examination of the device has all indications it was used, therefore, is being reported as a malfunction for the tip break in an expired product.

Event description:
Revision surgery was reported due to aseptic loosening 13 months post implantation.